Event description:
It was reported that the ilet device displayed recurring alert 41 errors associated with an insulin rewind/failure to infuse issue, and the user paused use and relied on an alternative insulin therapy while awaiting a replacement; the implicated device component was the firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem consistent with a failure to infuse related to the firmware. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.